Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 458 mg/dl. The customer was treated with pump. Customer¿s high blood glucose level was 458 mg/dl and also stated that the blood glucose was 300 mg/dl. Customer declined troubleshoot for high blood level. Customer also stated that sensor only lasted less than 4 ½ days and cannula was straight when I removed. The product was not returned for analysis.